Event description:
It was reported that atrial tachy response (atr) episode review was requested for this pacemaker as the current programming caused intrinsic atrial beats to fall into blanking followed by an ap-sr, and was suspected to have initiated atrial arrhythmia. Additionally, the patient was 12% a-paced and primarily at the lower rate limit (lrl). As a result, sensor pacing did not appear to be needed. Technical services (ts) reviewed programming options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.